Event description:
Pt brought back several boxes of strips (accu-chek aviva plus). Strips inside the bottle were one solid lump. One of the bottles brought back was in the unopened MFR's bottle. I opened this myself. It was one solid lump. Strips were inseparable. Is the product over-the-counter? Yes. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.